Manufacturer narrative:
On (B)(6) 2018. On 09jan2019. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that upon arrival of the device, a screen dysfunction was observed. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report 09 may19. Date rec¿d by MFR 08 may19. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2018-01834 was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.